Event description:
It was reported that at the completion of coronary artery bypass procedure, the aorta was damaged when the heartstring seal was removed. The report states that the surgeon was notified that the heartstring may have been sutured in. The surgeon decided to proceed with removing the seal. The report indicates that surgical intervention was required to complete the procedure. The surgeon did not report any product malfunction. No additional pt complications were reported.